Event description:
Initial info was received from a consumer on (B)(6) 2010: a female consumer reported that she had been treated with sodium hyaluronate (hyalgan) for six to seven years. She was also taking warfarin (coumadin). She reported that she had been getting deep vein thrombosis on unspecified dates. She received her first dose of the five dose cycle of sodium hyaluronate on (B)(6) 2010 in the left knee. After this she stated that her prothrombin time decreased from 3.1 to 1.4. After the second injection in the cycle, she noticed bleeding spots and blood clots under the skin, in the left leg. Her last injection (5th dose) was on (B)(6) 2010. At the time of the report some of the spots were starting to fade. Her cardiologist recommended further testing. Her complete blood count (cbc) was unremarkable. The pt believed that sodium hyaluronate caused these spots and thought she got a bad batch of sodium hyaluronate. She also mentioned that she tried a generic sodium hyaluronate (name unspecified) and it did not give her any help. No further relevant info was reported. Pharmacovigilance comment: sanofi-aventis company comment dated (B)(6) 2010: this case lacks significant info (e.g. Complete details of the events, complete medical history including indication of warfarin, other laboratory/diagnostic results, treatment of events, etc.) To make a complete medical and causal assessment. An underlying illness for which warfarin is indicated could serve as an alternative explanation. Additionally, this case is confounded by the concomitant administration of an unknown generic sodium hyaluronate.